Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. Troubleshooting did not reveal any evidence of a pump malfunction. The pump time was set incorrectly, which may cause the pump to deliver an incorrect basal rate at a given time.

Event description:
The pt and the patient's father contacted animas stating that the patient's blood glucose levels have been elevated all day. They say her blood glucose levels have been in the 200s mg/dl and have been increasing throughout the day with a reading of "hi" at the time of the call to animas. She denies any physical signs or symptoms of elevated blood glucose. The pump alarmed that deliveries have reached the maximum daily dose at the time of the blood glucose elevation. The pt was not ill, was not on any new medications, and her activity level and food intake were normal. The pt reportedly rotates her infusion sites and avoids areas of scar tissue. Review of bolus history revealed that all bolus doses were delivered appropriately. Review of the date and time settings revealed that the time was an hour fast. The time was corrected during the call to animas. There were no visible air bubbles in the cartridge or infusion set tubing at the time of the call to animas.